Event description:
Medline grounding pad white connector breaks apart when removing from adhesive backing. Ref# pad9165, lot# 27122070001, exp.date: 2024-06-28. Several other complaints of the same thing happening over the last couple weeks. FDA safety report ID# (B)(4).